Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has uim (user interface module) issue fuzzy from the right bottom and moving up, not displaying anything. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10. Result of investigation: uim (user interface module) was visially inspected did not showed signs of physical damaged. Assembly was installed to a known good top level unit and powered on. There was a flicker at start up but went away once the boot up completed. The unit under test (uut) was left to warm up for a minimum of one hour and no flickering was found. The power was cycled on/off multiple times and the flickering was found to be intermittent and was not consistent nor would this noticeable once fully booted. The touch screen response accuracy was tested. No issues were found wit the actual operation of the uim (user interface module) assembly. Blank screen issue was not duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.